Event description:
Customer's daughter in law reported via phone call they were hospitalized due to blood glucose and blood pressure were off the chart. Daughter in law stated that customer was admitted 3 months before passing. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.